Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the jaws of the device would not open after application to tissue. The device was removed without tissue damage and no patient injury or bleeding occurred.